Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was blank. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite service as the screen was blank following a touchscreen replacement. The customer checked the liquid crystal display (lcd) cable and confirmed that it was in properly. The rse created an onsite work order (wo) for the customer and informed the customer that the software must be updated if a second-generation lcd is installed. The customer inquired about whether the user interface (ui) assembly could be ordered instead of the 6 parts (lcd assembly, nec lcd cable, ui printed circuit board asssembly (pcba) to lcd cable, ui pcba, lcd tray, and m2x3 socket hd screw), and the rse informed the customer that the gray ui assembly is not available and recommended that the customer replace the 6 parts in order to get the device up and running. The the customer ultimately decided to cancel onsite service and repair as the device is being retired. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.